Event description:
The generator was received by the manufacturer for analysis. Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data revealed that the generator had reached end of service (pulse disabled) - yes and was no longer providing stimulation. The data showed that on 22.279% of the battery had been consumed. A visual examination of the internal circuitry identified the presence of contaminates on the trimmed edge of the circuit board. No other visual anomalies were identified. System diagnostic testing and electrical testing could not be completed due to the depletion of the generator battery. With the pulse generator case removed, the battery measured 1.978 v. The circuit board underwent electrical testing and failed several tests. The contaminates were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.

Event description:
A physician believed a patient's generator battery was depleting faster than normal, as the battery status of the device had reached intensified follow-up indicator = yes in just over 1 year after implant. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. Programming history was reviewed for the device and revealed that the 25% battery capacity remaining indicator was observed during several clinic visits although less than 15% of the battery capacity had been consumed. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery tool on the date of implant. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery due to battery depletion. The explanted generator has not been received by the manufacturer to date.